Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited farfield oversensing of ventricular signals on the atrial channel. The device was reprogrammed but boston scientific technical services (ts) provided additional programming options in order to avoid this observation. No adverse patient effects were reported. The device remains in service.